Event description:
The reported uncommanded jaw movement was noticed during a monthly qa test on the linear accelerator system on 2/21/94. There had been a previous observation of uncommanded jaw movement during a pt setup on 2/15/94, but the problem could not be duplicated when svc personnel arrived. As the reported symptom was extremely intermittent, again efforts to troubleshoot the problem were initially unsuccessful. On 3/4/94 and again on 5/17/94 the symptom was observed during pt setup. Siemens medical systems inc. Filed medical device reports on each of these reported events. At this time, FDA acknowledgments of these mdrs are pending. Remedial action in this case is limited to repair of the unit which experienced the event. Searching the complaint files for similar events yielded negative results, indicating that this was an isolated event, experienced by one system only. A routine hazard analysis was performed as required by the procedure. The result of the hazard analysis indicated a low probability of occurrence and low severity.